Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 07-mar-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1524 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number d31454 (production date 26-nov-2014, expiration date 28-nov-2017). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. There was a similar case for this batch. Meddra llc: device breakage, device deployment issue, device difficult to remove, device defective, device shape alteration. Most recent follow-up information incorporated above includes: on 2-mar-2017: update of quality-safety evaluation of ptc received. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) placed but release was difficult and the system dismantled during removal / a piece of 40 cm was dangling (interpreted as device breakage). Medical team had a lot of difficulty to remove the system. Device breakage is anticipated in the reference safety information for essure. Considering the nature of device breakage and that it occurred during insertion procedure, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Based on the available information, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("the system dismantled during the removal / a piece of 40 cm was dangling"), device deployment issue ("deployment of essure was difficult with prolongation of duration of procedure/ withdrawal of delivery system was difficult with potential risk of injury") and complication of device insertion ("complication of device insertion / device insertion failed") in a female patient who had essure (batch no. D31454) inserted. Other product or product use issues identified: device physical property issue "the second device was found to be "bent" in the box" on (B)(6) 2016, device defective "the first device was defective" on (B)(6) 2016 and device difficult to use "system was very difficult to remove" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 07-jul-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-jul-2017: update of quality-safety evaluation of ptc. Sample received. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 21-nov-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that release was difficult and the system dismantled during the removal. Medical team had a lot of difficulty to remove the system. A piece of 40 cm was dangling. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) placed but release was difficult and the system dismantled during removal (interpreted as device breakage). Medical team had a lot of difficulty to remove the system. Device breakage is anticipated in the reference safety information for essure. Considering the nature of device breakages and that it occurred during insertion procedure, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. A product technical complaint is being sought. Further information has been requested.

Manufacturer narrative:
The reporter provided no causality assessment for device breakage, device deployment issue, device difficult to use, complication of device insertion and device physical property issue with essure. Most recent follow-up information incorporated above includes: on 8-feb-2017: the case (B)(4) was found as duplicate of this current case and therefore it will be deleted from bayer database. All information from case (B)(4) was transferred to this case: insertion procedure date was added. The events the first device was defective, the second device was found to be "bent" in the box and deployment of essure was difficult with prolongation of duration of procedure/ withdrawal of delivery system was difficult with potential risk of injury were added. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) placed but release was difficult and the system dismantled during removal / a piece of 40 cm was dangling (interpreted as device breakage). Medical team had a lot of difficulty to remove the system. Device breakage is anticipated in the reference safety information for essure. Considering the nature of device breakage and that it occurred during insertion procedure, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty and a catheter breaking are anticipated events, and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation received. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) placed but release was difficult and the system dismantled during removal (interpreted as device breakage). Medical team had a lot of difficulty to remove the system. Device breakage is anticipated in the reference safety information for essure. Considering the nature of device breakage and that it occurred during insertion procedure, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. A product quality defect could not be confirmed but is considered plausible. Further information has been requested.